Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that the vitreous cutter stopped working during a vitrectomy procedure. The probe was exchanged but the problem persisted. The case was completed with an alternate system. There was no harm to the pt.